Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed and pictures were taken. A charge and boot test was performed and failed. The receiver data log could not be downloaded, but a call tech support error was observed. The allegation was confirmed. A probable cause could not be determined. No injury or medical intervention was reported.